Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 284540001, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of stimulation/therapeutic effect, a shocking/jolting sensation, and stimulation in the wrong location. It was stated that the patient met with manufacture representative at healthcare provider's office for reprogramming. The patient reportedly 'had more falls in the last 6 months than he could count and more in the last month than he could remember.' It was noted that an impedance check showed 'high level' for one electrode, so the manufacture representative 'avoided using it.' It was stated that there were 'very strange results.' It was stated that the patient had 'decent' leg coverage, but was 'grabbing' him in the ribs. When the manufacture representative activated the program the patient was on, the patient reportedly 'felt only in scrotum and ribs.' After making a 'slight change' to the programming, the patient had stimulation in the left knee, scrotum, and right wrist. It was stated that further changes caused stimulation in the left wrist and right calf, then from the patient's c5 vertebrae to his toes. It was noted that other changes to programming caused stimulation in knee caps. It was stated that different lead configurations were used and still received 'strange responses.' It was noted that an x-ray was taken and the device was left off. It was stated that after the reprogramming session, that the patient was getting stimulation 'high in his back up into his neck.' It was confirmed that the device was off. It was stated that the patient had less than 50% therapy relief and that the patient's symptoms were 'everywhere.' Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
It was reported that following reprogramming the patient was pleased and was getting adequate coverage. It was noted that the patient had x-ray taken on an earlier date that assisted in finding proper programming settings.